Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field. D. The lot number 4012528 provided cannot be verified in association with the reported material number.

Event description:
It was reported that bd insyte autog bc wing blood leaked past the blood control feature. The following information was provided by the initial reporter: describe the event or problem: upon retracting the needle from a 24 g IV after placement, the blood flows out of the catheter that is left in place. It also happened twice on a different day. The IV has the same lot numbers.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.